Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna), the subject device was used on the 4r of the lymph node. Then the needle of the subject device was broken off in the patient. The fragment was retrieved with the forceps. The doctor completed the procedure with another device. No patient injury was reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle tube was fractured. The shape of the fractured surface was crushed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation result of the subject device and the past similar cases, it is known that the crushing and the fracture of the needle tube were caused by stress applied to straighten the bent needle tube for unspecified reason. It is known that a deterioration of metal strength was caused by repetitively bending and straitening the subject device. It is surmised that the referenced malfunction was most likely to occur for the above reason. The instruction manual of the subject device warns; when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.